Event description:
It was reported a 6f angio-seal vip was used following a percutaneous procedure that occurred in 2009. The patient experienced diminished pulses and underwent surgical repair for leg ischemia shortly after the percutaneous procedure. The angio-seal anchor was removed from the patient. The patient was taking anti-coagulant medication and was recovering from surgery. The event, implant and explant dates are month specific.

Manufacturer narrative:
The complaint product was not returned. Review of the device history was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.